Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and was informed that the 1-phase uninterruptible power supply (ups) in the m-cabinet displayed an error message "battery mode". A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the 1-phase ups and a fuse on ny14 were defective. To resolve the issue, the fse bypassed the 1-phase ups and replaced the fuse. The system was returned to use in good working order and ready for clinical use. The reported issue is related to medical device correction z-2502-2025. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.